Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, and/or mechanical impact like fall, shock, or similar stress. Also, the cause of the reported defect is attributed to wear and tear of the device. However, it cannot be confirmed whether there was previous device damage or if any damage on the ceramic insulating insert was caused during the last reprocessing or last usage. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿(4) before use -warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿(4.1) inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00270. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The territory manager reported to olympus that during therapeutic ureteroscopy, the tip of the rectoscope broke and fell into the patient. The procedure was prolonged to identify the piece left in patient¿s body. The broken piece was found under fluoroscopy. As such, medical intervention was undertaken, and a grasper was utilized to retrieve the broken piece of the device. The procedure was completed with a similar device. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The condition of the patient was not impacted by the failure.